Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer state the unit's suction does not work.

Manufacturer narrative:
An investigation of the reported condition was performed. The complaint report indicates that no sample is available in connection with this complaint report. Without a sample we are unable to perform a thorough follow up investigation to include functional and visual evaluation to determine the root cause(s) of the reported condition or implement any corrective actions. If a sample should be returned at a later date, this complaint will be reopened, and the investigation updated to reflect our findings. During manufacture of the units, each unit is leak tested after the unit is welded and glued to detect for leaks in the unit. Also prior to packing each unit is functionally tested to ensure that it functions correctly which includes a leak test in the unit. The most probable root cause is that the packaging was damaged post transport from the manufacturing site during transport. If information is provided in the future, a supplemental report will be issued.